Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The reported complaint that the t1 out connector of the thermogard hq console (sn: (B)(6) got damaged was confirmed during visual inspection and functional testing. The t1 out socket on the back of the display is damaged. The root cause of the reported complaint was due to the defective component on the data module. The thermogard hq console failed the initial functional test. The t1 out outlet is broken in the middle, so the cable cannot be inserted. The data module needs to be replaced to address the complaint. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard hq temp mgt console with serial number: (B)(6).

Event description:
On oct. 28, during patient use of the thermogard hq console (sn (B)(6)), the t1 out connector of the console got damaged. No further information was provided. No patient injuries were reported.

Manufacturer narrative:
D4 (additional device information) was corrected.